Event description:
Underwent two uaes - second procedure, fourteen days apart, followed by d&c two months post-second uae. Five months post second uae, developed infection with pus, pain, and bleeding. Bleeding lasting 3.5 months. Scheduled for a hysterectomy. Elevated white blood count, depression, loss of orgasm, numbness. Two rounds of antibiotics failed to improve infection. Concerned about permanent, lifelong adverse effects.